Manufacturer narrative:
No injury was associated with the reported incident, and no medical intervention was required; the device was left in situ without clinical sequelae. The device was not returned for evaluation, and no lot number was provided; therefore, neither an investigation nor a manufacturing review could be conducted.

Event description:
A physician reported that following placement and deployment of a lobo vascular occlusion system device (model lobo-7) during a splenic artery embolization procedure, the device remained stable at the intended location. After approximately one (1) minute, the device allegedly appeared to move distally, with a subsequent distal movement occuring approximately two (2) minutes later. The total distal displacement was estimated to be approximately 8-9cm, at which point the device stabilized at a bifurcation.